Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was delayed in responding to touch when the customer was attempting to interact with the pump. During troubleshooting, it was confirmed that the pump touch screen was responsive. Blood glucose level was not impacted.